Manufacturer narrative:
The last ca2 calibration performed on (B)(6) 2022 was normal, with no alarms. Quality controls were within the customer¿s established range. There was no indication of a performance issue with the reagent. Upon review of the alarm trace, abnormal aspiration alarms were observed. These alarms are indicators of possible poor sample quality. The sample was spun for 5 minutes at 5100 rpm. This spin time may be too short and the spin speed may be faster than recommended. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the ca2 (calcium gen.2) assay on a cobas 8000 c 702 module. The sample initially resulted in a ca2 value of 7.8 mg/dl, which repeated on a second analyzer as 10.1 mg/dl. The repeat result was deemed correct. The questionable result was reported outside of the laboratory. The ca2 reagent lot number was 55758601, with an expiration date of 30-sep-2022.

Manufacturer narrative:
The field service engineer determined that the sample probe was not washing correctly. A kink in the input water line for the black tank was observed. The tubing was adjusted. A precision check was performed and was acceptable. Calibration and quality control were run and passed successfully. The investigation is ongoing.